Event description:
Patient was injected with radiesse dermal filler in the glabella region for scars on (B)(6) 2011. Patient returned to the physician for evaluation on (B)(6) 2011 presenting with a severe wound with thick crust on forehead.

Manufacturer narrative:
Physician initiated treatment of flamazin and azitromax. Patient was seen again on (B)(6) 2011 showing improvement. Continued treatment with laser for the initial scar and to treat injection site wound is being provided for the patient. The radiesse syringe was implanted after the expiration date. A review of the device history records indicates the reported lot #1013187 met all specifications prior to release. Re regret the delay in the filing of this matter.